Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system did not fully boot and remained stuck in initialization. The field service engineer determined that the system required a new standalone board. No patient was present at the time of the event. It was reported that the imaging acquisition system (ias) did not fully boot and remained stuck in initialization.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000225, serial/lot #: (B)(6) rev. T: the system was serviced in the field by a medtronic representative. The printed circuit board assembly (pcba) was replaced to resolve the issue. Codes b01, c02, and d02 are applicable. The printed circuit board assembly (pcba) was returned for evaluation. Analysis found an electrical failure. The analyst confirmed the reported complaint, "stuck in initializing." Visual inspections showed components r19 and r20 were electrically over stressed. Codes b01, c02, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.